Event description:
Additional information: review of the 3d film report study 3 years post-implant. The proximal aortic neck diameter just below the level of the renal arteries was noted as 25mm, and measured 26.4mm at the distal end of the proximal neck; 29.5mm below the renal arteries. The right common iliac artery diameter ranged from 16.5mm to 11.5mm, and the left common iliac artery diameter ranged from 15.6mm to 12.7mm. Both iliac stent graft limbs were noted as terminating approximately 3cm from the hypogastric arteries bilaterally. No endoleak or any other stent graft issues were observed.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58mm abdominal aortic aneurysm. The proximal aortic neck measured 24.9 mm in diameter and 29.5 mm in length. The right common iliac artery measured 16.5, 15.8, 11.5 mm in diameter. The left common iliac artery measured 15.6, 15.2, 12.7 mm in diameter. It was reported that a follow up CT scan identified that the patient¿s aneurysm is growing and no signs of endoleak were evident. The physician is planning additional treatment. The physician was not sure what caused the aneurysm enlargement. No clinical sequelae were reported and the patient will continue to be monitored by the physician. Film review analysis: review of cta¿s from 3 years post-implant revealed that the endurant bifurcate was positioned just below the lowest left renal. The proximal neck was essentially straight. The proximal stent graft od measured 25mm and there was approximately 4cm of proximal neck length. The ipsi limb was positioned within the right common iliac artery and the contra limb within the left common iliac; there is approximately 2.5cm of distal seal length bilaterally. The max diameter aaa was 6cm; no contrast was seen in the sac. The limbs are patent and no stent graft kinks or compression were observed. The cause of the reported aneurysm expansion could not be determined. No endoleak was seen. Earlier post-implant films were not available for comparison.

Manufacturer narrative:
(B)(4).